Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error at start of a bolus. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report a motor position encoder error alarm. The customer was advised the alarm maybe caused by viewing sensor glucose graph while pump is delivering a bolus. The customer performed a display test and the piston is not moving. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a bleeding lcd glass, minor scratches on the lcd window, a missing end cap sticker, and cracks on the reservoir tube lip and the case at the display window corners.